Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and the pod would not communicate with the pdm at activation. The patient was diagnosed with hyperglycemia. The patient was treated with injections and the insulin delivery method was changed to multiple daily injections (mdi). The patient's regular medications were prescribed. The patient was released after 48 hours. A new pod was activated once the patient was home.